Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked/detached end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime est, excessive no delivery test and displacement test due to cracked/detached end cap. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and missing end cap sticker.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated they were changing their set and found that the drive support cap was pushing out during priming. The customer¿s blood glucose level was 159 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.